Manufacturer narrative:
No part was returned for evaluation. Imaging provided showed at least one locking cap that has dislodged from its respective screw head and a single rod has partially slipped out of the 1 level construct. A revision surgery has not been scheduled yet. An exact cause of the reported issue cannot be determined.

Event description:
It was reported that creo mis locking caps have loosened post operatively.